Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the implant site was still sensitive and feels slightly itchy. They also mentioned occasionally experiencing upper body tingling. The patient stated that the therapy seems to be effective but had to pause it due to that discomfort. They wanted to determine if the stimulation was contributing to the sensitivity or tingling. After evaluating, the patient concluded that the stimulation did not appear to be the cause and decided to reset the therapy. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think the therapy was working as well as it should. Caller stated that at first there seemed to be some improvement, especially the first stage of the surgery and the second stage when they did the actual implant, but since the time of the implant it's been inconsistent and they were still getting up in the night. Caller added that before they had this procedure, they would probably average 2-3 times per night and sometimes with a bad night it would be 4-5 times. Caller noted that they were not having it bad, but even before that the bad ones were relatively rare but last couple of nights, they're still getting up 3 times. Caller added that when they saw their doctor on the 16th, they made a couple of adjustments and they think they adjusted the stimulation that day a little up and kept with the same program. They saw healthcare provider (hcp) they think on the 16th to do a quick check because it was red and hurting; they thought it was infected and they were supposed to follow-up on (B)(6) but they had to cancel that appointment. Caller also mentioned that the implant site was still bothering them and was itchy 2 weeks and a half after the surgery. Patient requested their manufacturing representative (rep) to contact them. The agent emailed the rep. The patient was redirected to their hcp to further address the issue.